Event description:
It was reported that patient underwent primary knee surgery on an unknown date. Revision procedure was performed on an unknown date due to loosening of the tibial screw. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Item has not been returned to the manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).